Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 a getinge field service engineer (fse) evaluated the unit and found that electrical test fail code 50 is logged at the machine starting. The motor control board was found to be defective. White particle molecules and traces of rust were found on the board. The fse replaced motor control pcb (0671-00-0004). The machine was observed for a few hours and found to perform without issues. All functional tests have been performed.

Manufacturer narrative:
Due to character limit in block e1 full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) displayed an electrical test failure with error code #50. No patient was involved.